Event description:
Philips received a complaint on the philips xl+ defibrillator indicating that the device was prompting it was disabled. Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the rse guided the customers to run operational checks. After performing a successful operations check, and the device was successfully returned to service. The customer's device was successfully tested and returned to service. It has been concluded that no further action is required at this time.